Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. Battery two was fully charged and battery one was in the process of charging and was at 40%. No faults were found. All functional and safety tests passed to factory specifications. The iabp was cleared for clinical use.